Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that she got sick and needed an MRI of her head so she turned the implantable neurostimulator (ins) off for the MRI. The patient noted that the reason for being sick and needing MRI was not related to the device therapy. The patient stated that she turned the ins back on after MRI, but had not been feeling any stimulation and it was not working at all. The patient stated she increased stimulation all the way to 10 and felt nothing. The patient stated she decreased stimulation back down to where she originally had it because she was afraid she would break something. The patient used to have magnets for her device, but she moved and could not find them. The patient was advised to follow up with a healthcare professional (hcp) but she only had a primary care physician (pcp) at the time of report as her pcp had not assisted her with a referral to a hcp who works with the therapy. The patient was sent physician listings and was advised to follow up with a hcp off the listing to address reported issues. The patient asked if they would need a referral and they were reviewed that they will need to call and ask. The patient asked about the longevity of the device and was reviewed that it is different for every patient. The patient would follow up with an hcp off the listings regarding the reported issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.